Manufacturer narrative:
N/a

Event description:
The following has been reported: an error message appears on the screen; clamp motor optical sensor. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.